Event description:
Medtronic received information that this bioprosthetic valve, implanted 10 months duration, was explanted due to paravalular leak confirmed on echocardiogram. It was reported that the paravalular leak was suspected to be due to suture technique, not a malfunction of the valve. The surgeon uses a running suture technique and the suture broke causing dehiscence between the valve and annulus. The patient was reported to be doing well after revision, and the valve was not returned for analysis.

Event description:
Medtronic received information that this bioprosthetic valve, implanted 10 months duration, was explanted due to paravalvular leak confirmed on echocardiogram. It was reported that the paravalvular leak was suspected to be due to suture technique, not a malfunction of the valve. The surgeon uses a running suture technique and the suture broke causing dehiscence between the valve and annulus. The patient was reported to be doing well after revision, and the valve was not returned for analysis.

Manufacturer narrative:
This supplemental report is being sent to update the manufacturing date and expiration date of this device, which was inaccurate in the initial report. No further additional information has been received.

Manufacturer narrative:
Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. It was reported that the paravalvular leak was suspected to be due to suture technique, not a malfunction of the valve. The medtronic sales representative who attended the case said it was clear from the surgeon that the issue was suture related. The surgeon uses a running suture technique and the suture fractured causing dehiscence between the valve and annulus. An interrupted suture technique is recommended for implantation of the ats 3f aortic bioprosthesis, model 1000 per the IFU, 50-0010-003. (B)(6). (B)(4).